Event description:
It was reported that prior to insertion, a kink was found in the middle of the intra-aortic balloon (iab) when removing it from the t-handle. The guidewire could not go through the kink point. A new iab was used to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The guide wire was not returned for evaluation. Five (5) kinks were observed on the catheter tubing approximately 72.1cm, 70.9cm, 68.6cm, 56.1cm, and 37.3cm from the iab tip. The inner lumen was also found to be kinked approximately 56.1cm from the iab tip. The inner lumen was found to be broken approximately 24.6cm from the iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was felt at the kinked location and the break in the inner lumen. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed, and a leak was detected at the site of the inner lumen break, approximately 24.6cm from the iab tip. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen and an additional break in the inner lumen. A kink in the inner lumen can cause difficulty during insertion of the guide wire. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problems. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.